Event description:
It was reported that this pacemaker exhibited difficulties with interrogation. Technical services (ts) recommended performing small circles with the wand over the device area to improve telemetry strength. The programmer was rebooted; however, interrogation was still unsuccessful. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that the programmer had an old wand, when it was checked with a new wand, this pacemaker was successfully interrogated. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b.

Event description:
It was reported that this pacemaker exhibited difficulties with interrogation. Technical services (ts) recommended performing small circles with the wand over the device area to improve telemetry strength. The programmer was rebooted; however, interrogation was still unsuccessful. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.